Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported ¿not detecting air bubbles¿ was unable to be reproduced due to a reload set alarm that occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No issues were identified that would cause or contribute to the reported issue. The device will be subject to all required service testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.